Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the device failed to calibrate. The user also reported that they had to recalibrate five times throughout the procedure. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.